Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -3.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. It was reported that recovery was observed on day three post-op. Fibrin (+) in the anterior chamber and numerous deposits on the front and back surface of the lens was reported. The anterior chamber was washed and subconjunctival injection of steroids was given. Lens remains implanted. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -3.5 diopter was implanted into the "patient's" right eye (od) on (B)(6) 2024. Fibrin (+) in the anterior chamber and numerous deposits on the front and back surface of the lens was reported. The anterior chamber was washed and subconjunctival injection of steroids was given. Lens remains implanted.